Manufacturer narrative:
Follow-up # 1. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter failed testing. The reported issue was confirmed. Product analysis performed a retain test. The retain test strips passed performance testing with blood; the reported issue could not be confirmed. A DHR (device history record) was also completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. (B)(4).

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch verio iq meter read inaccurately high compared to another meter. This complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that the alleged meter issue first occurred at an unspecified time on (B)(6) 2015. At this time the patient obtained blood glucose readings of "58 and 75mg/dl" respectively on the subject meter and "27 and 28mg/dl" respectively on another unknown meter within 30 minutes of one another. The patient manages their diabetes with insulin pump therapy, and stated that during the day on (B)(6) 2015 they had been consuming more food and/or drink. The patient stated that at an unknown time in relation to the alleged inaccuracies they became "unresponsive" and "out of it." An unspecified period of time after this the patient stated that they were treated by the emergency medical services (ems). The ems gave the patient IV glucose. No further details regarding the patient's treatment were provided at this time. At the time of troubleshooting the cca noted that the correct unit of measure was set on the subject meter and an approved sample site was used to obtain the results. The patient did not have control solution available to test on the subject meter. The patient's products were replaced and requested for evaluation. This complaint is being reported because the patient developed symptoms suggestive of serious injury after the alleged product issue started. In addition to this, the patient required treatment from a healthcare professional as a result of these symptoms.